Manufacturer narrative:
(B)(4). This event is currently under investigation. A final report will be generated upon the completion of the investigation.

Event description:
During a ureteroscopy procedure a wire component of an ncircle tipless stone extractor detached, which rendered the device unusable. This event was captured under 1820334-2017-00335. A second device was opened and once introduced in patient was not able to fully close extractor. This alleged device failure is the subject of the current investigation. A third device was used to complete the procedure. No adverse events have been reported as a result of this event.

Manufacturer narrative:
A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device was returned with the unidex handle (udh) in the open position, and the basket formation was in the open position. A visual examination of the returned device noted the cannulated handle was bent over at the nose of the mlla. The support sheath was partially severed. Multiple kinks (6) were noted in the basket sheath. A functional test was performed and the udh handle does not actuate the basket formation. A review of the non-conformance data revealed no non-conformances related to the device's work order. This complaint is the only reported complaint associated to the complaint lot number. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints.